Event description:
It was reported the pt experienced a lack of therapeutic effect. The symptoms began after the pt was traveling. It was suspected it could have been from the airport. The pt attempted to use a magnet to turn the device on and off; however, no difference was felt. Additional info has been requested.

Manufacturer narrative:
(B) (4).